Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 540mg/dl and diabetic ketoacidosis. The customer treated with food and indicated that the pump was suspended and stopped insulin flow. Customer indicated that their doctor has been contacted and their blood glucose value was 250 mg/dl at the time of the call. Troubleshooting found that the customer's symptoms started in late november of 2016 and that a nurse at the hospital indicated that there were sensor glucose and blood glucose differences. Customer indicated that they called previously for troubleshooting the pump. No further details.